Event description:
It was reported that the tip-up fenestrated grasper instrument broke. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip just below the midpoint of grip broken off. The broken piece was not returned. Additional observations not reported by the site were also identified: the tip-up fenestrated grasper instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The instrument was found to have an input disk broken. Hairline cracks were found on the grip input shaft.